Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus, and the issue was not corrected by a reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on bus. A field service engineer worked with rx via phone to resolve the drawer issue. The system functioned as intended after the customer resolved the issue.